Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient to forget transmitter in the bluetooth setting and remove all bluetooth devices from immediate area including additional transmitter. Patient was then advised to restart the smart device and turn the bluetooth setting on if it was turned off and restart the dexcom application and choose "pair new" option to start pairing. Advised patient to verify the bluetooth symbol is blinking. No injury or medical intervention was reported.